Event description:
On (B)(6) 2022, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio reflect meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording since the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue began on (B)(6) 2022, at 1:09 a.m. The patient claimed obtaining results of ¿489 and 237 mg/dl¿ with the subject device, performed within 20 minutes of each other. The patient manages their diabetes with self-adjusted insulin and advised the cca that they began reducing their insulin dosage on an unspecified date in (B)(6) 2021; however, it is unclear how this is related to the alleged inaccuracy issue with the device. In response to the alleged inaccuracy issue, the patient advised that they decreased the dose of their insulin; reporting that they administered 16 units of insulin (8 units of novolin n and, 8 units of novolin r) rather than 21 units of insulin which they would normally administer following a blood glucose reading of ¿489 mg/dl¿. The patient advised the cca during the call, that around 4 hours later, at 5.58 a.m., on (B)(6) 2022, they woke up feeling ¿dizzy¿, began ¿sweating and shaking¿, and advised that their husband ¿had to help [them] out of the bathroom¿. The patient reportedly tested their blood glucose on the subject device at the onset of symptoms and claimed obtaining a reading of ¿62 mg/dl¿. It is not known if the patient received treatment as a result of the issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test with the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after the alleged inaccuracy issue began.